Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited low shocking lead impedance measurements less than 20 ohms. Previous as well as subsequent shocking lead impedance measurements were all in range. The clinic was able to correlate the out of range value with time that the patient used a nerve stimulator. Additionally, the patient reported beeping sound emitted by the device after taking off the stimulator off the neck. Normal follow up will continue. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.